Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Report 2 of 7 see: 1932402-2018-00004, 00006, 00007, 00008, 00009, 00010.

Event description:
It was reported the patient developed endophthalmitis after a procedure in which bausch + lomb devices were used. The cause of the endophthalmitis has not been determined. Additional information regarding possible treatment and patient outcome has been requested.